Event description:
This report summarizes one malfunction. A review of the reported information indicated that the unknown model broviac repair kit allegedly broke. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was 3-years old female and weighed 15 kg.

Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review was performed. Device was returned for evaluation. Based on the evaluation of the returned device, a circumferential break was identified. Based on the available information, a definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided, a manufacturing review was performed. The device was returned to bd and are pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the unknown model broviac repair kit allegedly broke. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was (B)(6)-years old female and weighed (B)(6) kg.

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed. Device was returned for evaluation. Based on the evaluation of the returned device, a circumferential break was identified and the alleged malfunction was confirmed. Based on the available information, a definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the unknown model broviac repair kit allegedly broke. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was 3-years old female and weighed 15 kg.